Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, the sheath did not split completely. In accordance with the instructions for use, the device was removed using the safety release button and without resistance. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Thought requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.